Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was not properly removing residual from the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed cartridge and infusion set to address the issue.